Event description:
The user facility reported that 2 marker bands had dislodged from 2 supera stent delivery catheters during a stent placement procedure. Additional information included: the technician reportedly fully tightened the introducer valve prior to insertion of the stent delivery catheter; following deployment of the stent, the physician pulled the catheter back and encountered resistance at the hub of the introducer sheath; the physician pulled the catheter out and proceeded to place a 2nd stent; while advancing the 2nd stent delivery catheter, the physician observed that there was a marker band in the proximal sfa; the physician pulled the 2nd catheter out of the patient resulting in dislodging a marker band from the 2nd catheter in the hub of the introducer sheath; the 2nd detached marker band was immediately retrieved; the physician retrieved the 1st marker band from the sfa using a coronary balloon; and reportedly, there was no effect to the patient.

Manufacturer narrative:
Results - is based upon evaluation of user facility information; based upon testing of reserve samples. Conclusions - is based upon evaluation of user facility information; based upon testing of reserve samples. The involved device was not returned for evaluation and neither the product code nor lot number is known, which significantly limits the investigation. Therefore, the investigation was based on evaluation of user facility information and representative reserve samples from random lots. Visual inspection of reserve samples did not reveal any abnormalities or defects and all samples passed functional testing. Although the cause cannot be definitively determined, there is no evidence that the reported marker band separation was related to defect or malfunction of the sheath. Therefore, this report is being submitted as a precautionary measure because the guiding sheath was in use at the time of the reported event. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).